Event description:
Philips received a report that the patient experienced a potential burn. Actual harm has been alleged but there are no details provided to assess the severity of the reported issue. Additional information is required to assess the severity of the reported issue. As there is insufficient information within the event description, we are unable to rule out serious injury and therefore out of precaution, we decided to report this incident.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
No additional information was provided regarding the patient¿s outcome, except that the patient reportedly experienced a burn on the left side of neck and posterior left shoulder during brachial plexus scan with approximately 9 min scan acquisition time. Coils used were anterior coil and head neck coil and no damage was seen on surface after an inspection.the customer was unable to supply specific details about the reported burn. The customer declined to provide further details regarding the coil and declined testing of the system and coils used. Therefore, we are unable to investigate the cause.